Event description:
A peritoneal dialysis (pd) patient¿s contact for a pd patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s contact reported that the patient has been in the hospital since (B)(6)2023 due to an infection. During a call with the peritoneal dialysis registered nurse (pdrn), the pdrn stated that the patient was hospitalized due to peritonitis and was discharged from the hospital. Upon follow up, the pdrn reported the patient presented to the emergency room on (B)(6)2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) was collected, and the patient was diagnosed with peritonitis. The patient was formally admitted and was treated with intraperitoneal (ip) vancomycin 1000 mg every other day and ip ceftazidime 1000 mg daily. The patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to an unspecified touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient was discharged on (B)(6)2023 as her abdominal pain had resolved, and the peritoneal effluent fluid became clear. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic therapy. Causality was attributed to an unspecified touch contamination event. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations and/or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a pd patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s contact reported that the patient has been in the hospital since (B)(6) 2023 due to an infection. During a call with the peritoneal dialysis registered nurse (pdrn), the pdrn stated that the patient was hospitalized due to peritonitis and was discharged from the hospital. Upon follow up, the pdrn reported the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) was collected, and the patient was diagnosed with peritonitis. The patient was formally admitted and was treated with intraperitoneal (ip) vancomycin 1000 mg every other day and ip ceftazidime 1000 mg daily. The patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to an unspecified touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient was discharged on (B)(6) 2023 as her abdominal pain had resolved, and the peritoneal effluent fluid became clear. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.